Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The physician attempted to pre-dilate a severly calcified, 90% stenosed lesion located in the severly tortuous distal lcx (left circumflex) artery with a 15x2.50mm apex monorail balloon catheter. Upon the 3rd inflation, the balloon ruptured at 14atms. The procedure was completed with another of the same device. There were no reported pt complications. The pt's status is listed as "good".